Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be due to the patient performing therapy with a minicap that had an unspecified sponge defect. The patient was hospitalized for the peritonitis event. It was reported that the peritonitis was manifested by cloudy fluid and abdominal pain. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. Five days after hospitalization, the patient received a "ru". It was reported that the patient was not responding to antibiotics therapy therefore pd catheter was discontinued and the patient was switched to hemodialysis. The patient was discharged from the hospital after ten days and was recovering from the peritonitis event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The expiration date of the lot is october 2015. The manufacture date of the lot is 4/24/2014-5/2/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, dianeal therapies were re-introduced. It was reported that the patient was recovered from the peritonitis event (previously the outcome was reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient was hospitalized for an unknown indication five days prior to receipt of this report. The pdrn reported the hospitalization is unrelated to pd therapy. The patient is receiving an unspecified medication. The caregiver reported the patient¿s physician stated that peritonitis damages the peritoneal membrane; therefore, the kidneys are not responding to the dialysis treatment. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the patient reported that ten days prior to the initial report they experienced worsening right side abdominal pain, cloudiness in the peritoneal fluid, elevated neutrophil counts and a culture of no growth. The same day the patient was started on intraperitoneal ceftazidime and cefazolin for eight days.(doses and frequencies not reported). The patient was initially treated with intravenous vancomycin and cefepime (unreported dates). The source control was achieved after the peritoneal dialysis (pd) catheter removal nine days after receipt of the initial report. Five days later the patient was discharged, and then subsequently placed on hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.